Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that while at home the patient noted that one of her batteries depleted very quickly. When she placed this battery on the charger to recharge she noted that it would not accept a recharge. The patient then attempted to recharge this battery on multiple charging ports on the charger but it would not recharge. The patient presented to the heart failure clinic with the battery in question and it was replaced with a new battery. The site requests that a warranty replacement battery be sent to their facility.

Manufacturer narrative:
It was reported that one of the batteries depleted very quickly and was not able to charge while connected to battery charger. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. No log files covering the reported event date were available at the time of the evaluation. Failure analysis of the returned device revealed that the device passed visual examination but failed functional testing as it caused the battery charger's status light to flash amber when connected to a battery charger; in addition, test equipment was unable to read the battery status due to a communication problem with the main integrated circuit. Both events were most likely perceived by patient as battery depleted very quickly and not able to charge. Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inability to communicate to the main integrated circuit. After the u2 reset was performed the battery was able to reestablish communication with the charger and adequately provide power to the controller as intended. The most likely root cause of the reported event can be attributed to a faulty integrated circuit that controls the battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.